Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted to the hospital for gastrointestinal bleed (gib). The onset date was (B)(6) 2016 and the resolution date was (B)(6) 2017. No further information has been provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient presented to the emergency room on (B)(6) 2016 with complaints of nausea and dizziness. Hemoglobin (hgb) was 5.2 g/dl, hematocrit (hct) 16.4%, prothrombin time (pt)/ international normalized ratio (inr) 29.1/2.9 seconds. The patient was transfused with two units packed red blood cells (prbc) and two units fresh frozen plasma. On (B)(6) 2016 upper endoscopy (egd) revealed multiple areas of erosion and ulceration in the antrum and active oozing treated with argon plasma coagulation. The patient had acute gastritis with gi bleeding. An additional three units prbc's were administered. Coumadin and aspirin were held on admission. The patient was discharged to home on (B)(6) 2017 with coumadin and no aspirin. Pt/inr was 13.4/1.3, hgb 8.3 g/dl, and hct 25.2%. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.